Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that a problem with the electrode connection was observed during the device operational test. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that a problem with the electrode connection was observed during the device operational test. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer refused to repair the device; therefore, no technical evaluation or troubleshooting was performed. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to repair the device.